Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a malfunction alarm occurred and a cartridge change error. Customer's blood glucose level ranged 252-300 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer changed pump supplies to resolve issue.